Event description:
It was reported that oversensing was found on the lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
As received, a partial lead was returned for analysis. External abrasion was found at 6.5cm-8cm from the connector pin. This damage could cause the reported oversensing issue. The abrasion was consistent with friction to the ICD can.